Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a myomectomy in 2001 to remove a fibroid and an unknown morcellator was utilized. According to the patient, the fibroid wasn¿t removed completely and the site was seeded. The patient developed complications with increased bleeding until a hysterectomy was performed, date undisclosed. The patient is reporting symptoms of cancer in her lymph nodes. The patient is currently experiencing pain in groin area, swollen lymph nodes, bowel/bladder issues, weakness, incontinence and discharge. No additional information is available at this time.